Manufacturer narrative:
Section a is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support. The aortic (ao) placement signal was 39/28 on the automated impella controller (aic). The hospital verified the pressures using an arterial line (a-line), and the patient¿s pressures were within an acceptable range, with mean arterial pressure (map) values above 55 mmhg. The flows are good, and the patient is stable and in good condition.

Manufacturer narrative:
D4. Serial and primary UDI number corrected. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. False alarm: since neither product nor data logs were available for investigation, the cause of the false alarm could not be determined.